Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) occurred on this cardiac resynchronization therapy pacemaker (crt-p), for which a yellow alert was issued for high left ventricular (lv) lead pacing impedances measuring 2021 ohms. It was noted that the right ventricular (rv) lead impedances were also increasing and an alert had been previously issued for right atrial thresholds. Boston scientific technical services discussed programming options. This crt-p, lv, rv, and right atrial (ra) lead remains in service. No adverse patient effects were reported.